Manufacturer narrative:
(B)(4). Concomitant medical products: g7 curved inserter thd shaft g7 pps ltd acet shell 52e. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2022 - 02849, and 0001825034 - 2022 - 02850.

Event description:
It was reported the inserters came loose from the cup. No patient involvement. Due diligence has been made and no further information is available.

Event description:
No additional information available provided at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 -2022 -02849-1, 0001825034 -2022 - 02848-1. Visual examination of the returned product identified there was no damage to the threads or the head of the device. Inserters - review of the device history record(s) identified no deviations or anomalies during manufacturing. The reported products were reviewed for compatibility with no issues noted. Inserter - review of complaint history identified additional similar complaints for the reported item(s) and part and lot combination(s). Complaints are monitored through monthly complaint review (reference (B)(4) to identify potential adverse trends. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.